Event description:
It was reported that the patient underwent an ins replacement due to normal battery depletion. The extension was also replaced as it seemed to be eroding through the skin. For subsequent issues occurring during the replacement procedure, see MFR. Rep. # 3007566237-2012-01556.

Manufacturer narrative:
(B)(4).